Manufacturer narrative:
The product was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking haemostatic valve.

Event description:
Following the completion of a cryoablation procedure in (B)(6), the catheter was removed from the flexcath steerable sheath (catheter introducer). During aspiration of the sheath after removal of the catheter, air was aspirated. The patient was fine at the end of the procedure and no adverse event occurred.